Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -9.5/1.5/110 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was removed due to chronic inflammation. The cause of the event is unknown. The problem was resolved. Reportedly, "patient decided not to re-implant icl."

Manufacturer narrative:
Corrected data: b5-25-oct-2022 should be corrected to 26-oct-2022. D6b: explant date should be corrected to 26-oct-2022. H4-device manufacture date:should be corrected to 21-jun-2022. Claim# (B)(4).